Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to a low blood glucose level between 16 mg/dl and 18 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The reservoir had some air bubbles. The customer also experienced a high blood glucose level of 376 mg/dl that he treated with the insulin pump. The device was not returned.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.